Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found the instrument was returned with a reported complaint that does not affect functionality. The instrument was visually inspected internally and externally and no issues were identified. The instrument was placed on an in-house system, passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified and the product is considered conforming in its current state.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument (pch) was found to have a missing pulley cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery hook be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. .